Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not see insulin exiting the infusion set tubing during the fill tubing step. During troubleshooting with tandem technical support, the customer loaded a new cartridge and infusion set tubing. Insulin delivery was resumed. Blood glucose was within target range.